Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a red x over the insulin gauge. There were no alerts or alarms for the day. Customer reloaded the cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.